Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer observed an external blood loss on the luer lock part of the y connector s-660-c bloodline accessory. The treatment was temporarily interrupted in order to replace the y connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.